Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during priming. Customer's blood glucose was unknown mg/dl. The customer was advised to change reservoir and insulin exit. The customer was advised that the alarm was caused by set/reservoir occlusion. Problem was resolved by changing reservoir. The customer was advised that we would replaced 2 sets and 1 reservoir.